Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the ht70 ventilator touch is not working. Patient involvement is not working.

Manufacturer narrative:
(B)(4). The service provider stated the ventilator is not showing mains indicator when connected to ac. The mains supply and intermittently touch screen, keypad do not work. The customer removed all the connections and re fixed everything, however the issue continued. The ventilator is not in use.

Event description:
It was reported that issue was observed during set up. There was no patient involvement.